Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding from the lung parenchyma. The bleeding was controlled by the administration of epinephrine and the procedure was aborted. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) completed the required attempts to obtain additional information regarding the event. However, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced bleeding from lung parenchyma. The bleeding was controlled with the administration of epinephrine and the procedure was aborted. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.